Event description:
It was reported that an external fluid leak was observed from the screwed connector of a prismaflex m150 set during priming, when the connection "came off". There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 . H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the filter return screwed connector was disconnected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the connection issue was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.